Manufacturer narrative:
This supplemental report is being submitted to provide a correction to a previously submitted report (3002808148-2026-10547). Based on subsequent evaluation, the complaint was determined to be not valid; therefore, the previously submitted report is no longer applicable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the monitor exhibited poor contact of liquid crystal display (lcd) panel and displayed image artifact with no image. There was no patient involvement.